Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that after impella cp was inserted and the patient was being prepared for transfer to the cardiovascular intensive care unit, the staff noted that the right lower extremity (rle) was mottled. The staff were not able to get doppler pulse distal to the impella site. Vascular surgery placed distal perfusion catheter with contralateral access from the left femoral artery. Coloring improved to the rle, positive for doppler pedal pulse. The patient was then transferred and eventually weaned with an explant. The patient survived the event.

Manufacturer narrative:
The investigation for limb ischemia has been completed. The impella device was not returned for evaluation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.